Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer stores insulin in the fridge, and uses pump supplies longer that the recommended period with aspart insulin. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.